Event description:
It was reported the system would not complete boot-up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and repaired a faulty connector on the interconnect cable. System operates as intended.